Event description:
A sentrant introducer sheath was inserted in the patient as the conduit for a valiant stent graft system. Vessel morphology was not reported. It was reported that during the index procedure it was difficult to advance the valiant delivery system 46x46x200 through the sheath valve. The physician removed the sheath from the patient with no injuries to the patient. The physician completed the tevar procedure without the sheath and the procedure was completed successfully. No clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).

Event description:
The device was returned for evaluation. The complaint was confirmed; insertion difficulty was encountered with a 24 fr valiant captivia delivery system. The root cause of the event could not be conclusively determined.